Event description:
Cordis inserted x3, unable to pull dilator out of cordis. New cordis inserted each time. Hosp has done an "internal recall" - pulled both lots. Hosp duplicated event again by just manipulating one right out of a package and not part of a procedure.